Manufacturer narrative:
Concomitant medical products: product ID: 459888 lead, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) migrated, causing pocket discomfort for the patient. A pocket revision was performed to relocate the device. The crt-d remains in use. No further patient complications have been reported as a result of this event.